Event description:
Implants were put in place in 1993. Surgery went well and pt was pleased with the results. After 3 mos check-up with the dr, he said the left implant was not staying in place; it was dropping and moving to the left. Pt moved to another city about 6-8 mos ago. Pt noticed that their left breast was getting smaller. 3 weeks later it was sagging. Pt went to a dr in the new city and he said it had deflated and doubled over. It is uncomfortable and bothers pt. It needs to be replaced but pt doesn't have $2400.00. Within the last 6 years pt reports that 6 others had the same surgery done. Every one of them has had one to bust except one and they had theirs a little over 1 year. At the time of surgery, pt signed a paper allowing mentor to send them news and info about implants and in 9 years never once did they get any news. Pt knows nothing lasts forever, but feels that is a lot of money to spend and then find out down the road that something or another has gone wrong with the implants of just family and friends. Pt feels they look so stupid. They can't even wear a bathing suit and has to wear xx large shirts so that no one will notice.